Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device system was hospitalized because he received numerous episodes of shock delivery. At the hospital, device interrogation revealed pacing impedance measurements of less than 200 ohms and poor sensing on the right ventricular (rv) non-boston scientific lead. One of the shock episodes revealed a possible short circuit in association with the variance in shock impedance values (<20; 125 ohms). Additionally, there were episodes of noise on the rv channel, which had been inappropriately recognized as vt/vf, resulting in the inappropriate shock delivery to the patient. The physician believed the crt-d behavior was normal, and everything was replaced three days later without further incident, due to the lead malfunction. The device will not be returned.

Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.